Event description:
The clinician reports that the day the implant was placed in fdi 25 of the patient's mouth, failure occurred upon insertion. Details of surgery: primary stability not achieved, implant surface not completely covered with bone and sinus perforation. Patient presented with bone type iii and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.